Event description:
The customer reported dissatisfaction when performing a manual match using the on-board imager. The auto match was not performed and the message appeared: "no position found within search range". The customer indicated that this was not evident enough so the user ignored the message. Therefore, the final shift position was out of treatment tolerance. The pt received 20% over dose of the weekly planned dose. The anatomic sites involved were the head and neck, lymphoma. There was no other pt data provided. The customer sees this as a user error, but would like to see a different window pop-up indicating that the automatic matching failed (prompting the user to click on an "ok" to be sure that the message is read) or provide a more visible message.

Manufacturer narrative:
The initial info indicates use error and a 20% variance of the pt's treatment prescription. Though still under investigation, varian has determined that an MDR is appropriate. Add'l f/u to this MDR is expected.